Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced leakage. The following information was provided by the initial reporter: upon insertion of IV catheter continuously leaking, switched IV tubing and leaking of ivf still occurred. Pt had to have a new IV restarted due to dysfunction of the catheter.

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
The initial reporter also notified the FDA via medwatch # mw5114468. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced leakage. The following information was provided by the initial reporter: upon insertion of IV catheter continuously leaking, switched IV tubing and leaking of ivf still occurred. Pt had to have a new IV restarted due to dysfunction of the catheter.